Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with two prostyle devices after a complex electrophysiology ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device is filed under separate medwatch report number.